Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the daily insulin delivery totals were reviewed and were found to correctly reflect the users programmed basal rates. A ten unit audio bolus and a normal 10 unit bolus were completed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input and no hypersensitive keys were observed on the keypad. There was no defect found with the returned pump .

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an inaccurate delivery issue. The reporter did not allege any harm or injury because of the alleged issue. The reporter alleged that the pump was not delivering insulin properly. The reporter claimed that the pump was not fully delivering a programmed bolus. The reporter wanted a new device for the patient. She was concerned about a keypad letter that she had received. However, there is no evidence that the she had alleged a keypad issue with her contact with anm. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate delivery issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.